Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of bleeding is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the identified photos: the photo shows two devices without identification to which side each one belongs. The second device apparently is intact and device patch matches lot number reported. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected rupture on contralateral side

Event description:
Healthcare professional reported right side deterioration and bleeding. The device has been explanted.

Manufacturer narrative:
Corrected data: update b.2.

Event description:
Healthcare professional reported right side deterioration and bleeding. The device has been explanted.

Manufacturer narrative:
Reason for reoperation: gel bleed.

Event description:
Explanting physician reported deterioration and bleeding. Physician subsequently clarified the event of gel bleeding from the device. The device has been explanted. This record relates to the right side.